Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. It was reported that the patient had surgery a couple of days prior and was seeing a power on reset (por). The patient reported they turned stimulation off before the surgery and they couldn't turn it back on. Patient said when they tried to turn stimulation back on they saw a por message. It was reported the patient had contacted their doctor and was going to be in touch with a manufacturer representative. No patient symptoms were reported. No further complications were reported or anticipated.